Manufacturer narrative:
The insulin pump received with blank display, problem isolated to mother board. Unable to perform self-test and displacement test or verify a15/e15 alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had external flash crc error. Customer¿s blood glucose level was around 300 mg/dl. Customer was able to clear the alarm and insulin pump was able to complete rewind. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.